Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube') and uterine perforation ('perforation -uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: per ppf: date of insertion: (B)(6) 2013 (discrepancy). She had not undergone essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified event¿ fallopian tube perforation, uterine perforation, chronic pelvic pain and abdominal pain¿. Reporter¿s information, demographics, lab data, essure indication (amended) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.